Event description:
A customer observed multiple, higher than expected vitros phyt quality control results (c9668 results = 33.82, 35.60, 37.02, 32.24 ug/ml vs. Expected result of 26.39 ug/ml) while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. No patient samples are known to be affected. There was no allegation of harm to patients as a result of this event. This report is number four of four MDR's for this event. Four 3500a forms are being submitted for this event as four devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, higher than expected vitros phyt quality control results were obtained. Patient results were not known to have been affected. An ocd field engineer performed "as needed' maintenance to the immuno wash metering and incubator subsystems. Performance testing following service demonstrated that the equipment was operating as intended. The investigation could not determine a definitive root cause. However, an instrument related issue cannot be ruled out as contributing to the event. There is no evidence that the vitros phyt reagent slides malfunctioned.